Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 36 mg/dl. Customer ran out of them before the 3month supply and they do not give me a good reading. 3 weeks ago customer went to the hospital with the low blood glucose coma. Customer calibrated with a sensor glucose and blood glucose difference, then received a change sensor alarm. The insulin pump was beeping in the middle of the night, sensor glucose was 40 mg/dl and blood glucose was 120 mg/dl, then calibrated and then after that it kept beeping low. Customer advised that, insulin pump turned it off and turn it on again and try to make it work, but nothing happens and it tells to change sensor. Customer asked about blood glucose of 130 mg/dl, 40 mg/dl and sensor glucose was 285 mg/dl, 120 mg/dl. Customer advised to calibrate in the 100's mg/dl. A couple of nights ago, the blood glucose was 36 mg/dl. Customer was waking up with lows in the morning and highs. Customer declined troubleshooting for the low blood glucose. Customer did not have the suspend on low set up and assisted with turning this on. Customer advised that false low can cause her blood glucose to go up now that the pump will suspend on 70 mg/dl. Customer is barely doing bolus now. Customer treated lows in the middle of the night. The device will not be returned for analysis.